Manufacturer narrative:
Adverse event code (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.

Event description:
Patient representative reported the patient experienced an "intracapsular rupture on the left side", wrinkling, and anxiety. Also reported lump/nodule, which was determined not to be device-related. The device has been replaced.